Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. A review of the log file contained data spanning approximately 12 days ((B)(6) 2024 per timestamp). Starting on (B)(6) 2024 at 3:48:46, while connected to the mobile power unit (mpu), power cable disconnect and low power hazard alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into no external power alarms at 3:48:50. The alarms resolved once external power was restored to the mpu. Pump operation was not affected. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis. Per the provided information, the mpu has a v-lock connector, it was unknown if the ac power cord came loose, and it was not believed that an environmental circumstance affected ac power. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook addresses how to properly set up and switch between all power sources, including the mobile power unit. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a loss of power on (B)(6) 2024, but the patient didn't recall an alarm, disconnecting, or reconnecting power. A self-test was performed, and no visual or audible issues with the alarms presented. The patient's log files were sent in for evaluation. The log files showed a string of power cable disconnect alarms, low power hazard alarms, and no external power alarms on (B)(6) 2024 while the patient was on their mobile power unit (mpu). The alarms appeared to have been caused by the power to the mpu having been briefly interrupted. There was no interruption in pump support during the events.